Event description:
It was reported that the fiber cap detached at 246,000 joules into the case. The cap was retrieved. The case was completed with rtu (transurethrals resection of the prostate). The pt outcome was reported as "okay".